Event description:
It was reported pn relion 32g x 4mm 3b tw 50ct was unable to deliver insulin. The following information was provided by the initial reporter: "stated, no insulin flow when taking injection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1033298 d.4. Medical device expiration date: 28-feb-2026 h.4. Device manufacture date: 30-jul-2021 d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 07-feb-2022 h.6. Investigation: customer returned (2) used 32gx4mm bd pen needles from lot# 1033298. The customer reported no insulin flow when taking injection. The returned samples were examined, and it was observed that both featured a bent non-patient end (npe) cannula. The bent npe cannula would prevent proper flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since both samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. Lot#1033298 DHR was reviewed and no qn found. The root cause for this issue is user related. The npe cannulas were bent by the user after handling the pen needles. H3 other text : see h.10

Event description:
It was reported pn relion 32g x 4mm 3b tw 50ct was unable to deliver insulin. The following information was provided by the initial reporter: "stated, no insulin flow when taking injection."